Event description:
Optease filter placed in 2007 found to be multiply fractured, including one loose fragment retained locally in the filter. Of note, the pt had a removal attempt previously and the images from that attempt are not available, so it is not know if the fracture was spontaneous. FDA safety report ID# (B)(4).